Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic dependent patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited multiple noise episodes which caused pacing inhibition. The lead impedance was noted to be normal. No intervention or additional information was reported.